Manufacturer narrative:
H11: h2: corrected data in g4 - PMA/510(k)number & h6 - health impact code. Additional information in d10 (concomitant devices used). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The sutures and anchor assembly were not returned. The insertion device has no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during surgery with a footprint ultra pk suture anchor, after the approach was established with the cannula cleartrac and the tapered awl was placed in the expected position, two wires of the anchor were driven to the depth of the line with a hammer, and then the two wires were crossed. Afterward, the tapered awl was pulled out, but the inner part of the anchor could not be locked, and its thread was still loose. The anchor could not be removed, and a new device was used to resew. Surgery was completed using a back-up device. There was a surgical delay of less than 30 minutes, and no further complications were reported.